Event description:
On 12/1/1997 following a diagnostic procedure, an angio-seal device was placed in the right common femoral artery (cfa) with successful hemostasis. However, while the device tension spring was still in place the pt used a bedpan, following which a 2x2cm hematoma developed. Although the pt complained of pain throughout the night, she was discharged home on 12/2/1997. One week following discharge the pt experienced a fall which caused severe onset of pain in her procedure groin. On 12/10/1997 the pt presented to the hosp where she was readmitted for an "infected pseudoaneurysm" and treated for cellulitis. An ultrasound was obtained which revealed a pseudoaneurysm of the right cfa measuring 3.7cm in length and 2.8cm in width. An I&d was performed with open drainage; the artery was resected with a patch. The pt was diagnosed with mrsa and place on IV vancomycin as well as IV ancef. The pt was discharged home on 12/24/1997 with IV antibiotics; at the time of her follow-up visit on 1/12/1998 the pt was reportedly doing well and without further reports of complications or sequelae.